Manufacturer narrative:
Device details unavailable at the time of this report, (B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced redness at implant site and subsequently was treated with topical antibiotics (date and duration not reported).